Manufacturer narrative:
The field application specialist (fas) checked the ise compartment, sipper and vacuum nozzles. He checked the fluidics and gear pump. The analyzer's performance was verified by ion-selective electrode (ise) checks and a 10-cup precision test with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na gen.2 results for one patient sample tested on a cobas pro ise analytical unit. The initial result was reported outside of the laboratory. The reporter noticed that several patient samples with flagged initial results in the laboratory information system (lis) were lower and did not match the patient's history. They recalibrated, rerun the qc and all the samples. The repeat results were higher and matched the patient's history. The repeat results were deemed correct. The reporter was able to provide one example of a discrepant result: the initial result was 133 mmol/l. The repeat result was 142 mmol/l. The sodium electrode lot number is q4187. The expiration date is 22-jun-2022.

Manufacturer narrative:
The calibration trace did not indicate an issue. The qc values were within the specified ranges. The sample was placed in a 5 ml gold top serum separator tube, collected offsite on 07-feb-2022. The alarm trace revealed an ion-selective electrode (ise) dilution level warning. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The cause of the event could not be determined.